Manufacturer narrative:
A visual inspection was performed on the returned device. The material separation was unable to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported material separation could not be determined. It was reported that the stent delivery system (sds) was attempted to be advanced to the lesion; however, the tip of the sds became loose (separated) during advancement. Factors that may contribute to material separation (tip) include, but are not limited to, interaction with accessory devices, the patient¿s anatomical morphology, and/or excessive force applied to the device during advancement/removal. Analysis of the returned device was unable to confirm the reported material separation (tip). In addition, analysis noted the tip was flared. In this case, it is possible that the interaction with accessory devices and/ or anatomical morphology contributed to the deformation (flared tip). Additionally, analysis noted stent deformation. It is possible that the interaction with moderate calcification and moderate tortuosity as well as 80% stenosis of the lesion contributed to the stent deformation. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 2x28mm xience expedition stent delivery system (sds) was attempted to be advanced to the target lesion; however, the tip of the sds became loose (separated) during advancement. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.